Event description:
New information received noted the right atrial and right ventricular lead were oversensing the lead noise. The leads were capped and replaced on (B)(6) 2021. The patient was stable.

Event description:
Related manufacturer reference number: 2017865-2021-34877. It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the atrial lead was sensing noise and had low pacing impedance. Additionally, it was observed the right ventricular lead was also sensing noise. Programing changes were completed. The patient was stable.